Event description:
Pt injured in a car accident, sustained a right talus fracture. The surgeon placed the first screw and was drilling the hole for the second screw and the drill bit appeared to "disintegrate". Surgeon was able to clean out most of the small pieces, but a few remain in the pt. The surgeon used another drill bit to complete the procedure, placing 4 more screws. Pt reportedly is doing well.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.